Event description:
This report is being filed after the subsequent review of the following journal article, ¿an off-loading triceps suture for augmentation of plate fixation in comminuted osteoporotic fractures of the olecranon¿ (january 2012). Athwal, g., and izzi, j.. Journal of othropaedic trauma, 26; 59-61. Between 2007 and 2009, nine patients at a mean age of 79 years (range, 68¿90 years) underwent the off-loading triceps suture (ots) technique to augment open reduction and internal plate fixation of comminuted osteopenic proximal ulna fractures. There were six women and three men. All patients underwent open reduction and internal plate fixation of their proximal ulna fracture. Seven patients were managed with a commercially available precountoured olecranon plate (competitor), and two patients with a 3.5-mm reconstruction plate with intraoperative bending (synthes, (B)(4)). One patient experienced hardware irritation and was considering implant removal. It was not reported whether this patient was treated with synthes or competitor device. The patients associated with this article were treated in (B)(6). This is 1 of 1 report for (B)(4). This report is for unknown 3.5mm plates.

Manufacturer narrative:
The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).